Event description:
Customer reported there were no ECG waveforms on the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and corrected the problem by clearing the error logs. System was rebooted and the problem was resolved.